Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw pfn system. Unknown quantity/unknown lots. Unknown part number, UDI is unavailable. (B)(4): bone shortening. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: bajpai, jeetendra, rajesh maheshwari, akansha bajpai, and sumit saini. "Treatment options for unstable trochanteric fractures: screw or helical proximal femoral nail." Chinese journal of traumatology 18 (2015): 342-46. India. The study included 77 patients with closed unstable intertrochanteric fracture classified as ao 31a2 & 31a3, between june 2008 to august 2011. Forty patients were treated with screw and and thirty seven were treated with helical pfn. One (1) patient, in the screw pfn group, had persistent hip pain, which was managed with analgesics. Another patient, in the screw pfn group, had shortening >1 cm but <2 cm. This report 1 of 1 for (B)(4). This report is for unknown screw pfn system.